Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site by the site the patient's controller had a poor mechanical connection. An elective controller exchange was performed. It was stated that there were no effects or consequences to the patient. Investigation is ongoing. No additional information provided.

Manufacturer narrative:
One controller was returned for evaluation. Although there was no specific failure described for this event, the controller failed visual inspection but passed functional testing. The port 1 connector was found loose from the controller housing with the o-ring gasket displaced although the locknut was tight. Loose connectors are currently being investigated with the supplier. As a result of this finding, the controller was found out of specifications. The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.